Event description:
Info received indicates a small part from the handle of the unit fell off while retracting during bypass. The hcp indicated the detached part was retrieved intraoperatively from the pt's chest cavity with no reported consequence to the pt.